Event description:
Baxter china reported a home patient found cracks that did not leak on the tubing of the transfer set. This was noted during use with no patient injury or medical intervention reported according to the complaint coordinator.